Event description:
It was reported that the merlin. Net and the patient notifier activated for low pacing lead impedance. Review of trend report showed several low impedance measurements since (B)(6) 2010. Variations in sensing and capture were observed. No noise noted with isometric and positional testing. A chest x-ray will be scheduled.

Event description:
New information received stated that on (B)(6) 2012, the patient had received inappropriate therapy due to noise. Pacing lead impedance had been low for the last 2 years. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.